Manufacturer narrative:
Event date: it was reported that the event occurred in (B)(6) 2022. T he device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an non-detection of up occlusions occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue with non-detection of up occlusions when the IV line has been clamped (rate set at 80ml/ hour). The pump did not ring all the time or the response time was high during the upstream and downstream occlusion tests. The event happened during training at the training room. There was no patient involvement. No additional information is available.